Event description:
This device and lead were explanted today by dr. Thakur. The reason for explant is vegetation on the lead. Sparrow hospital kept the lead for culture and analysis and the device will be sent back to sylmar. There is no plan at this time for re-implant.